Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
It was reported by the customer to philips that when the customer plugged the protective clean 4300 charger after awhile there was a sound of sparking. There was then smoke coming out of the charging part of the toothbrush. Then the charging port caught fire and turned black. There was no report of property damage or injury to the customer.